Manufacturer narrative:
The complaint of leaks on item mc100 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history record (DHR) review could not be performed as the lot number for this complaint was unknown. Section e, additional reporter contact: (B)(6). Section e, additional reporter contact: (B)(6).

Event description:
The reported complaint involved a microclave® clear neutral connector. During a patient's home visit, the power peripherally inserted central catheter (PICC) was assessed. Formed/crystalized precipitate was identified at the bottom of the device. There were no noted defects/damage to the tubing, nor to the needleless connector, and no leaking was noted. The staff removed the old needleless connector and then cleansed the PICC line in order to remove the precipitate. A new needleless connector was applied, the tubing was replaced and therapy resumed. The reporter, a certified nursing assistant (cna) was made aware of four unique occurrences that happened on at least two patients. The particulate was not noted first in the original hospira container. The product was stored in their facility per protocol. There was patient involvement and no apparent harm reached a patient/person; the event was inconvenient. This report reflects the first of the four occurrences.